Manufacturer narrative:
D10 concomitant products: unk-sigadapt, unknown signia egia adapter, (sn: unknown) unknown egia su, unknown endo gia sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreas procedure, there was uncontrolled articulation after closing the branches approximately 10 to 15 degrees. To resolve the issue, the device was replaced and the surgeon opened the branches and closed again. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection noted no abnormalities. It was reported that there was uncontrolled articulation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of excessive load during use not related to the reported condition. Visual inspection noted that the handle functioning as intended. The handle exceeded the force limit of the strain gauge and caused the high firing force screen to appear on the handle as a safety measure. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified of battery management system (vimr) not related to the reported condition. The vimr bit is a component of the battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Another unreported condition was identified of open cid condition not related to the reported condition. This condition was determined to be from battery degradation. The most likely cause was component failure. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.